Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of a clearlink primary set that was set up with one (1) secondary baxter set and an unspecified sigma spectrum pump in which there was a no flow when the secondary set was attached to an unknown y-site of the primary set. The medication being administered was an unknown antibiotic. The customer stated the deficiency was against the primary clearlink set. There was no alarm from the pump reported. This condition occurred during an administration on a patient. There was no patient injury or medical intervention necessary. No additional information is available.